Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time

Event description:
It was reported that during a roux-en-y procedure the device fell apart and the pieces fell into the patient. The pieces were retrieved with graspers. A competitors device was used to complete the case with no patient consequence. The device was discarded.

Event description:
The patient was transferred to the interventional radiology department at the university of tennessee medical center in order to better assess the perforation. The patient had a percutaneous catheter implanted, which was flushed with contrast media. Under fluoroscopy no dissipation was seen; the contrast "was flowing freely through the bile duct down the ampulla". In the physician¿s assessment the perforation had healed, and the stent was "fully patent". The patient¿s bilirubin and liver enzyme levels were normal. On an unknown date ("recently"), the patient was reported to be "improved".

Manufacturer narrative:
(B)(4): added additional information the analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade